Event description:
These irrigation sleeves tear open lengthwise after only a few uses. The problem has been occurring during procedures; however, there have been no pt injuries. This type of incident has occurred approx ten times. Exact dates of occurrences is not known.